Manufacturer narrative:
(B)(4). Date sent 7/23/2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2023. D6a: exact date is unk. Assumed first day of the month and first month of the year. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do we have permission to reach out to your surgeon to ask the below questions? If yes, what is the surgeons name with contact information? When we reach out to the surgeon, they will ask for your date of birth, what is your date of birth? The below questions will be sent to your surgeon: how was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Are there images available that shows the migration? Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Since the patient have a re-occurring hernia now, did the position of the device change based on the hernia reoccurring? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx, size 16 - lxc16, (log 1076, lot 137815) was implanted in 2014 at (B)(6) hospital and gerd symptom relief followed. In 2023, patient began having nausea, vomiting, constipation, bloating, pain in the chest area over the device, and food stuck in esophagus which comes out the nose. Patient reports that she has lost 45 pounds and has been miserable. She has seen several doctors and "her linx has slipped out of place" and she now has a hiatal hernia. She was told by her surgeon that the linx device should be removed, but she is on medicare and the procedure has been denied "for being experimental".

Manufacturer narrative:
(B)(4). Date sent: 8/21/2025. Corrected data d4, h11. Lot/batch number "137815" could not be found. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.